Event description:
It was reported by the patient that an adjustable band was implanted about eight years ago. Approximately a month ago, the band was removed due to band erosion. Per the patient, the surgeon said the band had made several holes in the stomach. Xrays were taken prior to surgery only showed one or two holes. The surgery was extended to four hours as the stomach was extremely inflamed, there was a lot of scar tissue and the band was covered with bacteria. A tiny piece of the stomach was also removed. Post op day one, x-rays were taken and showed that a piece of connection tubing or the connection tubing had broken off and was in the stomach. The patient was told that what was left inside could be taken out but it wasn't necessary because it would not cause any harm to the body. The incision where the band was removed became infected and turned into an open wound (4 cm deep, 3 1/2cm wide). The patient was discharged home with home health to do wound care. The wound is almost healed and there have been no other complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.